Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, outer part of the bottom station was broken, with the bolt and red components missing. The bottom drawer panel was loose and dangling from the corner.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the outer part of bottom station was broken. A field service engineer (fse) installed the retaining clip to secure the sliding metal bar of the side brackets for earthquake safety and identified that the right-side metal component under the station was loose due to a broken bolt. The fse informed the pharmacy technician and nurse supervisor that the hospital engineering department was responsible, coordinated with the attending engineer and explained the required fix, repositioned the station back into place and secured it, and confirmed that the engineering department was aware and would complete the repair. The system functioned as intended after the field service engineer inspected the device.